Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received repeated ¿pairing failed¿ alerts on the ilet when attempting to pair a dexcom g7 sensor, and upon re-entering the pairing code the ilet displayed ¿sensor pairing.¿ symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included review of device alert history and user-guided troubleshooting. Investigation of this case revealed no ¿sensor failed¿ alerts in the device history and indicated a pairing connectivity issue limited to the ilet-to-sensor link, with resolution attempted through re-entry of the pairing code following standard troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was user interaction or transient connectivity error.